Manufacturer narrative:
Device evaluation details: the thermocool® smart touch® sf bi-directional navigation catheter was returned to biosense webster inc (bwi) for evaluation. A visual inspection, screening, and electrical tests of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed reddish material and a hole in the surface of the pebax and electrode #2 lifted. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed, however, electrode #2 was observed black due to an open circuit found in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage and electrode lifted could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the issue irrigation port occlusion identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. Investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the damage electrode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax and electrode #2 was lifted. It was initially reported by the customer that an ECG data streaming error (unknown code) was displayed on the carto 3 system before the procedure. They rebooted the patient interface unit (piu) and the issue was resolved. The procedure continued. It was also reported that after about an hour into the case, there was noise on the distal electrodes of the catheter displayed on the carto 3 system and the recording system. The caller stated that there were high force readings displayed on the carto 3 system. They re-zeroed the catheter but the issue persisted. They replaced the catheter and the issue was resolved. There was no patient consequence. The customer's reported force issue and noise issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 30-apr-2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the surface of the pebax and electrode #2 was lifted. These findings were reviewed and assessed as MDR reportable malfunctions.